Manufacturer narrative:
(B)(4). Date sent: 2/28/2024 d4: batch # plee60a investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and a reload pan was found lodged inside the channel. In addition, two gst60g reloads were received fully fired with the pan disassembled and the reload body damaged. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage noted on the returned reloads were due to improper handling of the reloads. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 492c72, and no non-conformances were identified.

Event description:
It was reported during an exploratory laparotomy, while stapling across the bowel. The staples formed and it was symbiotic. After the device was removed, the green housing broke apart when the scrub tech went to remove it from the device. That happened twice. After the first firing, the reload wouldn¿t come out of the cartridge half of the device, when opened on the back table, and they tried to remove it through the steps on our odp, and it wouldn¿t come out, and then it finally came out with force, and it broke into pieces. The second reload was hard to get out of the cartridge, half on the second firing and finally came out, but the metal tray separated from the reload and stayed in the gun. There were no issues loading the device. Case completed with a second device and third device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are any pictures available for review? Are the reloads involved in the event being returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.